Event description:
Reportedly, the device involved in this MDR report was attempted to implant, however, high impedance on left ventricular side was observed with no capture in bipolar mode (but normal value of the lead was found with the psa before connecting). Another attempt did not succeed. The device was finally not implanted and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.